Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had been having urinary symptoms and panicked "in thanksgiving" because they had a heating pad on their back and felt a burning sensation, and were worried they "set something off." They contacted their doctor who told them it was ok to use a heating pad. The patient asked for assistance using the programmer to check their therapy status. It was reviewed how to launch the patient application, and the patient confirmed therapy was on with amplitude at 1.0  volts. They increased amplitude to where they could feel stimulation sensation again, and commented it was just a little uncomfortable at 1.2 volts. It was recommended they decrease to a comfortable level.

Event description:
Additional information was received from the patient. When asked what most likely caused or contributed to the loss of stimulation sensation, they stated it was totally user error. They woke up and found the heating pad they had put on their shoulder had slipped down to their stimulator. They panicked and thought they had damaged the device. At that time, they were suffering from another bladder infection (no allegation related to device/therapy). This made the device less effective. They stated the manufacturer staff assured them that they had done no damage. These issues had not yet been resolved. They had been given instructions for recurrent utis (no allegation related to device/therapy), and when they got that problem resolved, they stated they should be fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked to clarify if the heating pad had interfered with the ins, they clarified it had not. The cause of the loss of stimulation sensation was unknown. When asked what most likely caused or contributed to the issue, they responded the heating pad was on their shoulder, and during the night it slipped to their back area where the neurostimulator had been implanted. They thought they had damaged the unit, but they were wrong. When asked what steps were or would be taken to resolve the issue, they replied it turned out they had another bladder infection and that was being resolved (no allegation related to device/therapy). They had panicked thinking they had done something wrong, and it turned out they were perfectly ok, which was a great reassurance. They were also asked to clarify the statement they may have accidentally cut the device off. They responded it was user error. They thought they had caused a problem because their back was warm. They were totally wrong; they did nothing to the device, it was really working properly. When asked what most likely caused or contributed to the issue, they again stated user error. They were having more problems with control. They had an on-going infection that played a part (no allegation related to device/therapy). They were working on resolving that issue now. They also noted that on (B)(6) 2021, at their last visit, they received instructions on how to deal with bladder infections. They had an appointment for april to determine how their device was working. They noted classes in this device sooner would be helpful; maybe a week or two after the final surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.